Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the battery was unable to provide power triggering a "no power alarm" during the controller exchange. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two controller power up on 08/03/17, most likely related to reported loss of power during the controller exchange. Data log files before the controller power up were not available for analysis; therefore, participation of (B)(4) could not be confirmed. Failure analysis of the returned battery revealed that the device passed visual inspection but failed initial functional testing due to a cell and package under voltage. After the device was placed on a battery charger and adequately charge, the battery performed as expected. As a result, the reported event could not be confirmed as the battery was able to adequately provide power to a test controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that upon connecting the battery to a new controller for programming the controller start-up sequence was initiated, but shortly after start-up the "no power alarm" sounded. Upon double-checking the charge indicator on the battery, all four indicator bar lights remained illuminated for greater than 30 seconds. Under normal operation, these indicator lights disappear in less than 30 seconds. When the ventricular assist device (vad) coordinator attempted to use the battery to power-up a different controller, the controller did not power up. All four charge indicator lights on battery remained illuminated during this sequence. The faulty battery was replaced. No patient complications have been reported as a result of this event.